Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a baxter employed health professional from (B)(6) of abdominal pain and cloudy effluentin a patient coincident with dianeal pd2 therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. On an unreported date, the patient experienced abdominal pain and cloudy effluent. On an unreported date, the patient was hospitalized for 3 days. The patient was not treated with antibiotics at the hospital. The patient took a voluntary discharge from hospital and was treated at the renal unit. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.